Manufacturer narrative:
E and f codes updated. Investigation results: the complaint that the catheter broke or separated from the catheter hub during use could not be confirmed from the photograph or representative samples that were provided for investigation. One photograph and 17 representative 22g nexiva IV catheter were provided for investigation. The photo showed a 22g nexiva IV catheter. The majority of the catheter tubing was shown separate from the catheter adapter. A short segment of tubing appeared to be present over the wedge within the catheter adapter. The vent plug was positioned within the blue luer adapter, which indicates that the IV catheter was not used. The device shown in the photo was likely the sample that was intentionally pulled to replicate the problem. Since it is unknown at what lbf the catheter in the photo separated at, no investigation conclusion could be made from the sample photo. The device from the photo and the affected unit were not returned for investigation. Seventeen representative samples were provided for investigation. A catheter pull test was conducted, which showed that the representative samples were within specification. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The reported issue was inclusive and the root cause could not be determined from the photograph or representative samples. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
For the d2 incident it occurred around on (B)(6) 2026 and when the rn went to remove the piv because it was not patent, they noticed the tip looked like it was cut. It was confirmed from xxx there was a ¿3.2mm foreign body or catheter fragment within the forearm cephalic vein which is thrombosed.¿ vascular saw this patient on (B)(6) 2026 and stated no surgical intervention, might intervene if patient becomes symptomatic. Additional information 4/22/2026: rt arm venogram and rt arm and chest CT were reviewed by two radiologists thoroughly and no foreign object was seen. Patient was discharged.